Event description:
It was reported that the tip of the thoracic pedicle feeler was broken during a procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the tip of the thoracic pedicle feeler was broken during a procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event that the tip was broken off was confirmed through visual inspection. During the device evaluation it was unable to be determined what caused the broken tip. The pointer was unable to be repaired and will not be returned to the customer.